Manufacturer narrative:
Previously reported by the manufacturer: a trilogy 202 ventilator was sent to a third-party service center for routine service. During preventative maintenance at the third-party service center the device failed a test step "hardware power fail". There was no harm or injury reported. The device was not in patient use. The device was sent to bench for further evaluation and repair. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: during preventative maintenance the device failed a test step "hardware power fail" during testing. In conclusion, the device's power management board and flow sensor were replaced to address the issue. In addition, the repair calibration test was subsequently preformed and passed. The root cause is confirmed at this time. The system meets the specification for the performed service and is returned to use. Box h coding was updated.

Event description:
A trilogy 202 ventilator was sent to a third-party service center for routine service. During preventative maintenance at the third-party service center the device failed a test step "hard ware power fail". There was no harm or injury reported. The device was not in patient use. The device was sent to bench for further evaluation and repair. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.